Event description:
Pt reported experiencing elevated blood glucose levels in the 400's mg/dl. He indicated, he had symptoms of frequent urination and dry mouth. His normal range is 70-200 mg/dl. Pt stated that he experienced recurring occlusion alarms. He stated that at the time of the occlusions, he disconnected from the device and was unable to deliver a bolus into the air. Pt reported changing the infusion set tubing and successfully primed and bolused. No medical assistance was reported. Product was requested to be returned for eval.